Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device entered the firing mode but the firing could not be performed. To resolve the issue, a manual handle was used.